Event description:
An endurant stent graft system was emergently implanted in a patient for the endovascular treatment of a 71 x 135 mm fusiform impending ruptured abdominal aortic aneurysm. Another manufacturer¿s contralateral limb was implanted on the left side. The aortic neck was reverse tapered and had 30 degree angulation. The diameter of the proximal neck was 28mm and the neck diameter at the level of the aneurysm entry site was 32mm with a length of 15mm. It was reported that after the bifurcated stent graft was implanted there was a proximal type I endoleak present which required an aortic cuff to be implanted. After deployment of the aortic cuff the endoleak slightly decreased but it did not completely resolve. No further intervention was performed and the decision was made to monitor the patient. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: endoleak. Anatomy related; reverse funnel tapered aortic neck. Conclusion: endoleak. Anatomy related; reverse funnel tapered aortic neck.